Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleges air is drying out of patient's airway while using the device and patient having sore throat. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
In the previous follow-up report (2518422-2022-03510-2), section h6 - medical device problem code, type of investigation, investigation findings and investigation conclusions were incorrectly captured, it has been corrected in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged an issue related to a CPAP device's sound abatement foam. The patient alleged air is drying out of patient's airway while using the device and patient having sore throat. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and there is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed.unknown white deposits in filter inlet and in air outlet, unknown white debris on top of blower consistent with dust, unknown residue consistent with water marks found on the bottom of blower and unknown debris consistent with dust and keratin found on the inside of bottom of device the device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no visible damage or presence of contamination in the airpath. Section h6 were updated in this report.